Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that battery compartment cracked from the threads to the pump case seal. That is the way the moisture penetrates to battery compartment. Indicate of corroded inside the battery compartment was duplicated. There was no evidence of internal moisture. A dim pink display screen is observed. Open pump to take away a bad display screen to perform a test with a new good display screen. The good display screen is showing a strong contrast and clear text. The display lens was found to be scratched. Unrelated to the complaint, evaluation revealed that the keypad was worn. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the display screen is dim and pink and found to be scratched. This report is made based on results of investigation completed on (B)(4) 2013.